Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that during a knee reconstruction surgical procedure it was observed that, when the sagittal saw attachment overheated and stopped working from the effort used to cut the bone. It was reported that the handpiece device continued working with other attachment devices. It was not reported if there was a delay in the procedure due to the event. It was reported that unspecified spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Corrected data: d4: upon further investigation it was found that the incorrect serial number (B)(4) was inadvertently entered into the initial medwatch report. The correct serial number (B)(4) has been entered into section d4 of this medwatch report. The unique identifier( UDI) has been updated accordingly. Additional information: h4: the date of manufacture (dom) was documented as unknown in the initial report. The dom has been updated to november 9, 2016. The UDI has been updated accordingly. G2: the manufacturer location was documented as unknown in the initial medwatch report. The location has been updated to oberdorf. Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the mechanics of the sagittal saw attachment device had seized, jammed, and were moving heavily. It was further determined that the device failed pretest for check of free movement, general condition, check status of development. Therefore, the reported condition was confirmed. A review of the device history record was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.